Manufacturer narrative:
Technician found that the head section would slowly drift down as the CPR valve was stuck. Replaced the CPR valve to resolve this issue.

Event description:
Information rec'd indicated that the head section would not stay raised.